Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code that occurred during biomed testing upon powering on the pump. The biomed stated that there has been no report of any patient incident involving the pump since the last baxter service event.